Event description:
It was reported that the ventilator while on patient, failed to ventilate properly. The ventilator alarmed for low expiratory minute volume. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and no malfunctions were found. No parts were replaced. The received logs revealed a clinical alarm for low expiratory minute volume four minutes after ventilation start. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check two days before the event date at 2022-04-24 and one day after the event date at 2022-04-27. The root cause for the reported alarm problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).